Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent mesh excision and anterior revision with biological graft on (B)(6) 2012. (B)(4).